Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2018, the patient saw an informational power on reset (por) message on their programmer. The patient's therapy had also stopped due to the por. It was noted the por was not related to an overdischarge event because the patient had been charging every day, and there have not been any falls or trauma. Assistance was provided to clear the por successfully. After clearing the por, the programmer displayed a "low patient programmer battery" screen. The batteries were changed in the pro grammer and then the patient stated the equipment was working as designed. They were redirected to the doctor if the por message occurs again. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that after clearing the por and replacing their programmer batteries the therapy started working again. The patient reported that the ¿machine was working again and well¿. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the power on reset (por) was a dead battery setting on device. No further complications were reported.